Event description:
A medtronic representative reported that, during a cranial biopsy procedure, the surgeon experienced difficulty obtaining an accurate registration. Following several unsuccessful attempts to register the patient, the navigation system was removed from the operating room and a different navigation system was brought in to complete the procedure. The delay of the procedure was approximately two hours. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. A medtronic representative, following up with the site, reported that the 3d model was grainy and the fiducials were difficult to see. Software investigation was completed. Investigation found the 3d model used for touch-n-go registration was not properly thresholded and had poor fiducial definition. Software is functioning as designed.